Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. The nozzle unit for the air gas module was found defective and was replaced. The device logs were not received and no parts have been returned for investigation as the part was discarded at customer end. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).